Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Concomitant products: guide wire: regista soft; guide catheter: mach1 vk. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, 90% stenosed lesion in the moderately tortuous proximal left anterior descending (lad) - left main artery. The 3.25x15mm tenku balloon dilatation catheter (bdc) was unpackaged, soaked, and prepped without any issue noted. The tenku was advanced to the lesion for pre-dilatation without resistance noted. However, the tenku balloon ruptured at 8 atmospheres (atm) during the second inflation and was removed without any resistance. Pre-dilatation was performed using another 3.25x15mm tenku bdc, followed by deployment of a non-abbott stent implant to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.